Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the problem with the system power up test failure error 12 within the fault logs. To fix the issue, the fse replaced backplane board, executive processor board, motor control board and front end boards. The iabp passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed to boot up. There was no patient involvement and no adverse event reported.